Event description:
A surgeon reports that an intraocular lens (iol) became stuck in the cartridge of the iol delivery system. The lens would not descend down the shooter. The incision was widened. Additional info has been requested.